Event description:
It was reported that balloon detachment and removal difficulties occurred, remained in the patient. Antegrade angioplasty was performed. The target lesion was located in severely calcium below the knee anterior tibial artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, after deflation, the balloon became stuck in the vessel and despite multiple attempts of negative suction on the balloon and adjustment of the wire or balloon catheter, it could not be removed. Another ir was consulted, and it was forcibly removed by pulling on it hard enough to get it out of the patient. Post angiogram, it was noted that some balloon material left in the vessel wall, and upon inspection it appeared the balloon was noticeably damaged. It was likely due to the extensive plaque in the vessel wall. Eventually, the balloon was removed fully deflated. The procedure was completed with another 2 x 220 x 150 mr coyote balloon catheter. No further patient complications reported.